Event description:
It was reported that increasing system impedances were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Impedances were 45 ohms at implant and increased to 125 ohms. While within range, ts suggested reviewing the patient's clinical condition for reasons of increasing impedances upon box change for premature battery depletion (pbd). This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. This electrode was successfully explanted during the s-ICD box change procedure. This electrode is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that increasing system impedances were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Impedances were 45 ohms at implant and increased to 125 ohms. While within range, ts suggested reviewing the patient's clinical condition for reasons of increasing impedances upon box change for premature battery depletion (pbd). This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. This electrode was successfully explanted during the s-ICD box change procedure. This electrode was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the area next to the sense b electrode, which extended slightly into the insulation. Environmental stress cracking was observed on the surface. Resistance testing found the electrode was electrically continuous, however; an x-ray of the electrode confirmed the inner conductor coil was partially fractured around 27 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.